Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient had headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 03 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headacherelated to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Tthe device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust/dirt was observed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.